Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched to evaluate the instrument. The fse replaced buffer valve assembly 14 to resolve the issue.

Event description:
The customer alleged ise (ion-selective electrode) erroneous patient results were generated on their au481 clinical chemistry analyzer. The customer stated the patient results were not reported outside the laboratory and there was no impact to patient treatment. A review of the customer provided data confirms the instrument generated 1 (one) patient sample result for na (sodium) and cl (chloride). The customer stated quality control (qc) recoveries were within instrument control ranges on the event date.